Manufacturer narrative:
The device was returned and evaluated, and in addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: during the inspection it was found that the chassis was deformed. During the inspection the device generated an alarm sound, and the front panel was turned off. In the error log was found error e03. This error and malfunction are due to a defective main board. No other faults were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the high flow insufflation unit the insufflator device stopped working, the entire panel turned off and emitted a sound with no possibility of a restart. The issue occurred a during laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the suggested events were confirmed. Phenomenon (1): ¿gas is not supplied¿ was not reproduced, and a root cause could not be identified.; phenomenon (2) and (3): ¿error code e03¿ occurred, ¿alarm went off, and the display flickered and turned off ¿due to faulty main board. Error code e03 indicates abnormal tube pressure sensor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure. The procedure was completed with a similar device with no harm or injuries.